Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable was found to be frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at wrist were not damaged. Engineering observed that the same grip frayed cable was also found to be derailed at the distal idler pulley. The instrument was able to open and close, but the movement could not be precise. Engineering concluded that the derailed cable was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between proximal and distal pulleys could have contributed to the derailment of the cable. Additional observations not reported by site were pulley indentations and main tube damage. An indentation at the edge of the distal pulley was found along with visible scratches on the surface of the distal pulley. The distal end of the main tube also exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that the damages found were likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and the main tube scratches if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure, the customer noted frayed wires at the knuckle and excess tip movement on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.